Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and was not performing the proper air removal technique. Customer was educated on the air removal process when filling a cartridge and using room temperature insulin. Reportedly, customer reverted to an alternate method of insulin therapy.